Manufacturer narrative:
The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse attempted to calibrate the touchscreen; however, the issue remained unresolved. The fse replaced the touchscreen and the issue was resolved. The device was not being used for treatment when the reported event occurred, and there is a relationship between the device and the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/25/2019.

Event description:
It was reported that the touchscreen was unresponsive. There was no patient involvement.